Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No rewind anomaly and no unexpected battery power loss anomaly during test noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was powering off without warning. The customer's blood glucose value was 152 mg/dl. Customer stated insulin pump not rewind it until reservoir completely low. The insulin pump will be returned for analysis.